Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the received 2.0 controller passes external visual inspection and fails functional testing. The no power alarm remained silent when both power sources were disconnected due to a faulty cell on the internal battery (bt1). Review of the data logs revealed:1 controller fault alarm was logged on (B)(6) 2018 at 03:34:17 due to internal battery failure. The battery analog-to-digital reading were below the threshold (the low-voltage threshold to alarm for 2 cells in series is 2.0 v, or 533 adc counts). The failure was confirmed after measuring the bt1, one cell was found with 0v (vc1=1.36v and vc2=0v). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller experienced a controller fault alarm and exhibited power switching. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection under 10x magnification revealed a hairline crack around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an investigation the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Functional testing revealed that the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected and insufficient to trigger the ¿no power¿ alarm. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections between the controller and batteries. Review of the alarm log file revealed a controller fault alarm on (B)(6) 2018 at 03:34:17 due to an internal battery failure. As a result, the reported event was confirmed. As a result, the most likely root cause of the controller fault alarm and ¿no power¿ alarm failure can be attributed to a faulty internal nimh battery. The most likely root cause of the reported power switching can be attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.